Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on (B)(6) 2006 due to arthrofibrosis. No components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.